Manufacturer narrative:
(B)(4)

Event description:
The handle on the glidethru sheath broke off when breaking the sheath to advance the PICC. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Event description:
The handle on the glidethru sheath broke off when breaking the sheath to advance the PICC. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
Qn# (B)(4). The report of peel-away tabs breaking off was confirmed through complaint investigation of the customer supplied photos. Visual analysis revealed that one of the tabs separated from the extrusion. The IFU provided with the kit informs the user, "check peel-away sheath placement by holding sheath in place, twist dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow". A device history record review was performed, and no relevant findings were identified. The root cause to this issue was determined as manufacturing related. Further investigation was initiated under teleflex's quality system to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.